Manufacturer narrative:
No button error alarm noted. Unresponsive buttons due to corrosion on electronic assembly. Unable to perform displacement test due to unresponsive button. Received unit with corroded motor assembly and vibrator motor. Unit had cracked belt clip slot, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is around 300 mg/dl. The insulin pump will be replaced.